Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 03/23/2017. The device has been returned and evaluated by product analysis on 03/01/2017 with the following findings. During investigation, the pump powered on with a fully functional audible alarm. The audible alarm measured within specifications. The pump cover was removed to find no intermittent conditions to the piezo circuit. The quiet sound complaint was unable to be duplicated.